Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to dispense the medication due to a lack of understanding regarding its functionality. The technical support specialist found that the cubie was not present in the cubie admin interface and informed the user that cubie was not securely attached. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medbank system experienced a problem in which the user was unable to dispense the medication 'dexamethason tab 2mg' following a restock. The customer confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.